Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up appointment, pause episodes were noted. The device was reprogrammed to address the reported issue. It was determined that the device was undersensing the patient's r-wave. Technical support recommended additional reprogramming.